Event description:
The customer stated that she received a bottle of test strips in the mail that was crushed and open. Customer service advised the customer to return the test strips as exposure to moisture can cause high results. The customer stated that she had already disposed of the bottle. No product will be returned.